Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed but the exact cause was not determined. The product returned for evaluation was two 2fr perqcath catheters. Both samples had been previously marked ¿1¿ and ¿2¿ and both samples contained the flush through t-lock assembly and the stiffening stylets were inlaid within the catheters. This report address sample 1. A visual examination did not reveal the alleged leakage sites but a functional test confirmed fluid leakage on both samples. Sample ¿1¿ contained two leak sites, one between near the 0cm depth marking and another between the 26cm and 27cm depth markings. Sample ¿2¿ contained one leak site between the 0cm and 1cm depth markings. All leakage points were smaller than 1mm and impossible to directly view through macroscopic examination. Infusion testing resulted in small beads of fluid at the sites and no spraying leaks. Microscopic examination of the leak sites did not result in visualization of the fracture points. The catheters were then cut longitudinally to examine the leak sites from the inner catheter surfaces. The leakage sites again could not be visualized due to their small size and lack of contrast under microscope. Due to the lack of evidence supporting a root cause, the root cause of the event was unknown. This type of damage can occur if the catheter is compressed over the stylet or if the stylet is forcefully removed from the PICC but no direct evidence was observed to support that failure type. A lot history review (lhr) of rezk0210 showed three other similar product complaint(s) from this lot number. The complaints for this lot number (rezk0210) have been reported from (B)(6) (2) and (B)(6) (2) facilities.

Event description:
It was reported before inserting catheter to patient, leakage was found from the catheter while trimming the catheter. This file is for the first event reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rezk0210 showed three other similar product complaint(s) from this lot number. The complaints for this lot number (rezk0210) have been reported from (B)(4) facilities.

Event description:
It was reported before inserting catheter to patient, leakage was found from the catheter while trimming the catheter. This file is for the first event reported.